Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: n/a device was not implanted.

Event description:
Healthcare professional reported "magnet detached from shell and was floating around in the te". Device was not implanted.